Event description:
(B)(4) MDR - boston scientific received info that during a routine clinical f/u, noise and two low daily impedance values, were exhibited. Stored electrograms confirmed the presence of noise on the right ventricular channel. To date, no adverse pt effects were reported and no intervention or system changes have been performed. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the mfg of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of an inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.